Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the device history revealed two power interruptions associated with a replace battery alarm on the date of the event. The battery compartment was observed to be intact with no damage or evidence of contamination due to moisture. The battery cap was fully secured to the pump. The pump powered on with no issues and functioned according to specifications. The pump was exercised for 24 hours with no power loss or warnings. The pump case was removed and no evidence of moisture inside the pump was found. There was no evidence of intermittent contact on the battery terminals. The alleged failure was not duplicated.